Manufacturer narrative:
The device was not returned to conmed. Although a device malfunction was not reported, the device could not be evaluated. To date, it is unknown if the device remains in the patient or if it was removed during a second surgery. A review of the manufacturing documents could not be performed since the lot number was not provided for this complaint. A two-year review of complaint history revealed no other similar complaints for this product family. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A failure mode cannot be calculated since there are no confirmed failures. The instructions for use advise the user of the following. Only physicians trained in the techniques of laparoscopic surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp instruments and electro-surgical devices. The range of anchor tissue retrieval systems are contraindicated when, in the judgement of the doctor or physician, the use of such a system would not be in the best interest of the patient. If required, enlarge the port site to aid removal of the tissue retrieval bag. This device will continue to be monitored through the complaint system to ensure patient safety.

Event description:
(B)(6) was notified by national health services of an adverse event ((B)(4)) on 27-dec-2017. During a cholecystectomy, a trs080 tissue retrieval bag was left in a patient. Post discharge, the patient presented with abdominal pain and x-rays were taken; however, the specimen bag was not visible. To date, additional information regarding the patient and procedure has not been made available. This report is raised on the basis of a non-implantable device left inside the patient.

Event description:
Upon gathering additional information, the facility reported the reported bag did not break. During the procedure the retrieval bag, with the gallbladder specimen inside, was placed in situ whilst the washout was completed prior to the planned removal of the bag through the port and closure. However, the bag and specimen were not removed. The patient presented to the hospital 3 times with abdominal pain. On the third admission the patient underwent a diagnostic laparoscope, where it was discovered that the gall bladder and retrieval bag had not been removed and remained in the patient's peritoneum; these were removed and the patient was discharged on (B)(6) 2017. The most up to date, from (B)(6) 2018, patient status reported was that the patient is recovering and has been able to return to work.